Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in giessen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e21 code) associated to pump that uses too much power. The issue occurred when the machine was in service. There was no patient involvement.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In addition, it was also found that patient pump circuit 2 motor did not start, an error message (e06 code) associated to pump that uses too much power on cardioplegia side and stirrer motor with a loud screeching noises. In order to solve these issues, patient pump circuit 2, stirrer motor, distribution board and cardioplegia pump were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11. Livanova reviewed the device service history and identified that the unit was manufactured in 2020 and no other similar event have been reported. Based on livanova investigation, it is reasonable to trace the root cause of the reported event to faulty patient pump 2 and stirrer motor. Indeed, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, such as water infiltration, humidity, condensation, high temperatures and action of disinfectants used during frequent cleaning activity, the pumps were no longer rotating freely and required a power overload to work, which could have led to an over current that ultimately caused damage to the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.